Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had the capsule on (B)(6) 2026. The patient had chest pain and was asked to go the emergency room. The work-up was fine but the chest CT scan (computed tomography) showed that the device was still at the esophagus 5 days later. On (B)(6) 2026, the capsule was still there and the patient had some intermittent pain and some swallowing issues.

Manufacturer narrative:
Correction: b2 additional information: d1, d4 (model #, catalog #, expiration date, lot #, UDI), d5, g3, g4 (510k#), h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.